Manufacturer narrative:
The biosure ha screw was returned. Dimensional inspection confirms that this is a 7x25mm product. There does not appear to be contact marks with another device. The screw appears to have simply sheared from twisting which is what the complaint listed. This would indicate force at a point where the implant stopped rotating. Unfortunately we do not have clinical details such as prep instrument, tap type, tunnel size, bone condition, which would help determine root cause. Cause of the implant¿s current condition cannot be proved nor disproved.

Event description:
It was reported that when the surgeon fixed the tibia, the screw was broken when twisted half way. The broken piece was completely removed from the patient. A back up device was used to complete the procedure. No patient harm reported.